Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green pull ring cap of at least five (5) amia cycler cassettes had fallen off the patient line. This occurred during setup and preparation for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.